Event description:
The customer reported the system displayed a disk full error code message and thereby failed to display images or video. No report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive was reformatted. The system was then found to be operating as intended.